Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: mrhk bumper insert - neutral; cat#64812130; lot#unknown. Mrhk femoral bushing; cat#64812110 ; lot#unknown. Mrhk femoral bushing; cat#64812110 ; lot#unknown. Mrh tib rot comp xs-xl; cat#64812100 ; lot#unknown. Mrhk tibial sleeve; cat#64812140 ; lot#unknown. Mrh axle; cat#64812120 ; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right knee was revised due to infection. Surgeon performed an irrigation and debridement and exchanged poly and associated components (insert, bumper, bushings, rotating component, axle, tibial sleeve) for components of the same catalog numbers.